Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event and product complaint, concerned a male patient of unknown age and origin. Medical history was unknown. The concomitant medications included metformin administered for unknown indication and unspecified blood pressure tablets administered for blood pressure. The patient received human insulin (rdna origin) (humulin), from a cartridge, beginning on an unknown date, administered via a reusable pen humapen savvio blue pen, beginning since an unknown date in 1995 onwards, administered for treatment of type 2 diabetes mellitus. Dosage regimen, frequency, route of administration and therapy start date were not provided. On an unknown date in 2021, his humapen broke and he could not get a spare pen over the bank holiday and pharmacy could not give him another over that bank, as a result, he went a few days without insulin and got very weak and ended up in hospital for a week. (Lot. No. 2005s03, (B)(4)). Further information regarding corrective treatment, hospitalization details were not provided. Outcome of event was recovered. The status of human insulin therapy was unknown. The patient was the operator of the humapen savvio device, and his training status was not provided. The general humapen savvio device model was started approximately since an unknown date in 1995 and the suspect humapen savvio device model duration of use was unknown. The action taken with the humapen savvio device was unknown and their return was expected. The reporting consumer did not provide relatedness assessment of events with human insulin therapy and considered the events related with humapen savvio device. Edit 29-mar-2022: upon review, added a concomitant humapen device to process product complaint. No other changes were made to the case. Edit 29mar2022: upon internal review, reprocessed pc numbers, (B)(4) (lot. No. 2005s03) linked to suspect device and (B)(4) and (B)(4) (lot 2009s03) linked to concomitant device. Edit 30mar2022: updated medwatch and (B)(6) (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event and product complaint, concerned a male patient of unknown age and origin. Medical history was unknown. The concomitant medications included metformin administered for unknown indication and unspecified blood pressure tablets administered for blood pressure. The patient received human insulin (rdna origin) (humulin), from a cartridge, beginning on an unknown date, administered via a reusable pen humapen savvio blue pen, beginning since an unknown date in 1995 onwards, administered for treatment of type 2 diabetes mellitus. Dosage regimen, frequency, route of administration and therapy start date were not provided. On an unknown date in 2021, his humapen broke and he could not get a spare pen over the bank holiday and pharmacy could not give him another over that bank, as a result, he went a few days without insulin and got very weak and ended up in hospital for a week (lot. No. 2005s03, pc. No. (B)(4)). Further information regarding corrective treatment, hospitalization details were not provided. Outcome of event was recovered. The status of human insulin therapy was unknown. The patient was the operator of the humapen savvio device, and his training status was not provided. The general humapen savvio device model was started approximately since an unknown date in 1995 and the suspect humapen savvio device model duration of use was approximately one year. The action taken with the humapen savvio device was unknown and their return was not expected. The reporting consumer did not provide relatedness assessment of events with human insulin therapy and considered the events related with humapen savvio device. Edit 29-mar-2022: upon review, added a concomitant humapen device to process product complaint. No other changes were made to the case. Edit 29mar2022: upon internal review, reprocessed pc numbers, (B)(4) (lot. No. 2005s03) linked to suspect device and pc. No. 5918956 and (B)(4) (lot 2009s03) linked to concomitant device. Edit 30mar2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12apr2022: additional information received on 11apr2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 2005s03 of humapen savvio blue pen. Updated date of manufacturer. Corresponding fields and narrative updated accordingly. Edit 12apr2022: opened by mistake. Edit 24jun2022: upon internal review, updated medical device problem code from 2983 mechanical jam to 1384 mechanical problem.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated 12apr2022 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen savvio device broke, and he could not get a spare pen over the bank holiday. He experienced asthenia (weakness) and was hospitalized. The device was not returned to the manufacturer for investigation (batch 2005s03, manufactured may 2020). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device not working or dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse event and product complaint, concerned a male patient of unknown age and origin. Medical history was unknown. The concomitant medications included metformin administered for unknown indication and unspecified blood pressure tablets administered for blood pressure. The patient received human insulin (rdna origin) (humulin), from a cartridge, beginning on an unknown date, administered via a reusable pen humapen savvio blue pen, beginning since an unknown date in 1995 onwards, administered for treatment of type 2 diabetes mellitus. Dosage regimen, frequency, route of administration and therapy start date were not provided. On an unknown date in 2021, his humapen broke and he could not get a spare pen over the bank holiday and pharmacy could not give him another over that bank, as a result, he went a few days without insulin and got very weak and ended up in hospital for a week (lot. No. 2005s03, pc. No. 5918956). Further information regarding corrective treatment, hospitalization details were not provided. Outcome of event was recovered. The status of human insulin therapy was unknown. The patient was the operator of the humapen savvio device, and his training status was not provided. The general humapen savvio device model was started approximately since an unknown date in 1995 and the suspect humapen savvio device model duration of use was approximately one year. The action taken with the humapen savvio device was unknown and their return was not expected. The reporting consumer did not provide relatedness assessment of events with human insulin therapy and considered the events related with humapen savvio device. Edit 29-mar-2022: upon review, added a concomitant humapen device to process product complaint. No other changes were made to the case. Edit 29mar2022: upon internal review, reprocessed pc numbers, (B)(4) (lot. No. 2005s03) linked to suspect device and (B)(4) (lot 2009s03) linked to concomitant device. Edit 30mar2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12apr2022: additional information received on 11apr2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with lot number 2005s03 of humapen savvio blue pen. Updated date of manufacturer. Corresponding fields and narrative updated accordingly. Edit 12apr2022: opened by mistake.